Event description:
Additional information was received that provocative testing was performed and the noise was reproduced. Additionally, rv lead damage was suspected, but not confirmed.

Event description:
During remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.